Event description:
It was reported that the customer had high blood glucose levels and his father called for assistance with setting up the insulin pump. The device alarmed an error, including a motor error, during troubleshooting. Advised the customer that the insulin pump had experienced an unexpected restart. The insulin pump passed the self test. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-10634.